Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the device was disposed.

Event description:
It was reported that there was a pericardial effusion and a cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed and a versacross connect (laac) was selected for use. The first transseptal puncture (tsp) was intended to be mid and mid ap, however, the transseptal was actually mid and posterior. Right after the puncture, the versacross rf wire was directed into the pulmonary vein where it was difficult to place into the left atrium appendage (laa) due to its trajectory. Thus, the physician suggested another tsp that was more anterior or switch to a trusteer sheath which is what was done. The physician placed the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient. The physician partially recaptured the closure device three (3) times and fully recaptured the device two (2) times before trying another. The second closure device had one recaptured before it was implanted in the patient. The procedure was successfully completed with the closure device implanted in the laa of the patient. Several hours post-procedure, the patient's blood pressure dropped due to a pericardial effusion with cardiac tamponade that had developed. The physician performed a pericardiocentesis and drained fluid from the patient. The effusion was resolved following this treatment, the patient was admitted to hospital beyond standard of care and was discharged next day. The device is not expected to be returned for analysis (disposed). No pericardial effusion was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at time to the event. In the physician's opinion, the transseptal puncture did not contributed to the adverse event and the versacross devices did not malfunctioned during the procedure. The versacross wire was advancing into the pulmonary vein versus the appendage due to the sheath not being coaxial. The physician determined the reason for the sheath not being coaxial was the transseptal puncture (most likely too posterior). Therefore, the sheath was changed to a trusteer sheath (versus obtaining a 2nd transseptal puncture) to get the sheath more coaxial and to cannulate the laa.